Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization, resistance was experienced at approximately 40 cm from the microcatheter hub part. Attempted to cross the coil through but it was detached within the microcatheter. The main coil and detached coil tip were removed together with the microcatheter from the patient¿s body as one unit. There was no patient clinical consequences due to this event.

Manufacturer narrative:
Expiration date: added. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause of the coil break/detachment cannot be determined.

Event description:
It was reported that during coil embolization, resistance was experienced at approximately 40 cm from the microcatheter hub part. Attempted to cross the coil through but it was detached within the microcatheter. The main coil and detached coil tip were removed together with the microcatheter from the patient¿s body as one unit. There was no patient clinical consequences due to this event.